Event description:
I have purchased two respironic comfort gel nasal marks w/head gear medi - in the past months. Both have failed at the place where the headgear clips on to the mask. I just ordered a third one and the store told me that they've had a lot of these complaints. I cannot find a phone number for respironic to report directly to them. I have sleep apnea. I've been told that if I don't use this device, I run a chance of sudden death, stroke, etc. They obviously have a design flaw. Diagnosis or reason for use: sleep apnea.